Event description:
(B)(6). Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported that during a revision of matrix, some screws had to be removed again. The instrument which was the screwdriver was used to remove the screws. The retaining sleeve was damaged by the force of trying to remove the screws. The screw head of the instrument was split. Contact was made with customer and the customer said that this operation was not a revision but they had to make a longer construct because of the adjacent level disease. Customer reported that it was misunderstood that it was another adverse event. The tip of the retaining sleeve was damaged when they removed the locking cap. This report is for an unknown screw. This is report number 1 of 2 for complaint (B)(4) .

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.